Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the analyzer would not boot up on this programmer, though it does on a different programmer. It was further reported that the screen door did not stay up, that the keyboard hinges were broken, that the floppy disk cover was missing and that it is non-wireless. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that when attempting to go into analyzer session the screen goes blank and programmer needs to be rebooted to get out of blank screen, as a result software was reloaded. It was also noted that the screen drops, the media bay door was missing, the keyboard hinge was broken, the keyboard was broken, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.